Event description:
The customer reported that the silicone segment ballooned and leaked at the upper fitment area during patient use.

Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was both confirmed. Visual and tactile examination noted that the very top portion of the silicone segment appeared to have been weakened, consistent with ballooning effects. There was no discernible evidence of a leak site. Functional testing was performed and no leaking was observed. Pressure testing was performed and the silicone segment began to bulge/balloon at ~14 psi. However, leaking was not observed from the pump segment or elsewhere along the set. The root cause for the reported leaking could not be determined. The proximate cause of the ballooning was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.